Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3487a-33, lot# v433226, implanted: 2010 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3487a-33, lot# v433226, implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer.

Event description:
It was reported that the patient's implantable neurostimulator (ins) could not be recovered from overdischarge. The patient's battery was replaced on the last wednesday of (B)(6).

Event description:
It was reported one week prior to report, the patient turned their implantable neurostimulator (ins) off for a colonoscopy and since then has not felt or been able to turn stimulation on. One day prior to report the patient charged their device and it seemed to go fine but they could still not turn their device on and could not get past the reposition antenna screen. The patient thinks their ins needs to be replaced but their doctor has moved clinics and they have not been able to see them. After meeting with a manufacturer representative it was suspected there was an over-discharge and a power on reset (por) message was seen. An antenna locate resulted in 38-46 for connection however, the reposition antenna screen was still present. It was unknown how many over-discharges the patient had experienced but this was not their first one. The manufacturer representative noted they were unable to communicate with the implantable neurostimulator recharger (insr), patient programmer or clinician programmer. No interventions or outcome was provided however, additional information has been requested and if received a follow up report will be sent.